Manufacturer narrative:
(B)(4). The customer returned one PICC catheter and a non-arrow connector tubing for analysis. Signs of use in the form of biological material was observed on the catheter body. Visual analysis revealed a hole in the extension line directly adjacent to the luer hub. This damage is consistent with the molding defect seen on PICC extension lines. In addition to the damage to the extension line, the catheter body was also kinked directly adjacent to the luer hub; however, as there is no mention of this by the customer, it cannot be determined when this damage occurred. The total length of the catheter body was measured to be 19 7/8", which is within the specification limits of 19 1/2"-20" per the catheter graphic. The outer diameter of the extension line measured to be 0.0945" which is within specifications of 0.093"-0.097" per the extension line extrusion graphic. The inner diameter of the distal extension line measured to be 0.057", which is within specifications of 0.055"-0.059" per the extension line extrusion graphic. This indicates that the wall thickness measured as expected. The extension line was initially flushed to ensure no blockages were present. With the distal end of the catheter occluded, the extension lines were pressurized using a water-filled lab inventory syringe. When the distal line was pressurized, water leaked from the hole. Despite the damage, a manual tug test confirmed the extension lines was fully secured within its luer hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit provides the following warnings, cautions and instructions for the user: "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested". "Do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." "Open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line(s) from excessive pressure." "Ensure patency of intended pressure injectable lumen of catheter prior to pressure injection to reduce the risk of catheter failure and/or patient complications." "Do not exceed ten (10) injections or the maximum pressure of 300 psi on power injector equipment to reduce the risk of catheter failure and/or tip displacement." "Use only securely tightened luer-lock connections with any venous access device (vad) to guard against inadvertent disconnect." The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. A hole was found in the extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. A device history record review was performed based on sales history, and no relevant findings were identified. The type of damage observed is consistent with a manufacturing issue in the PICC lines. A non-conformance request has been initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this kind.

Event description:
The complaint is reported as: patient noticed leaking during administration of medication and discontinued antibiotics until line looked at. On examination of PICC leaking was noticed "proximal to the pink triangle join near the clear tubing". The PICC was clamped proximal to the split and device was replaced on (B)(6) 2021. It was reported there was a delay in therapy. No report of patient injury or complication. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: patient noticed leaking during administration of medication and discontinued antibiotics until line looked at. On examination of PICC leaking was noticed "proximal to the pink triangle join near the clear tubing". The PICC was clamped proximal to the split and device was replaced on (B)(6) 2021. It was reported there was a delay in therapy. No report of patient injury or complication. The patient's condition is reported as fine.